Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer experienced a blood glucose (bg) level reported as "high"; with trace ketones. Specific bg value was not provided. Customer addressed bg by administrating a manual correction injection. Customer resumed insulin delivery successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.